Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook (pch) involved with this complaint and confirmed the reported symptom detail of "defective I&a broken/loose cable". The pch was found to have a derailed grip cable at the distal idler pulley. The yaw motion may be non-intuitive as a result. The root cause of derailed instrument grip cables is attributed to a component failure. Additional observation(s) not reported by site: the pch was found to have the plastic proximal clevis broken. Broken piece(s) is missing because of breakage. Size of missing piece is approximately 0.123¿ x 0.213¿. The root cause of broken instrument proximal clevis is typically attributed to the user, such an excess force applied to the distal end of the instrument.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the permanent cautery hook instrument was noted with an unknown issue. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the customer does not have any information on what was wrong with the instrument. Multiple instruments were given to her for a return with no information on them. The or staff always use backup instruments. All procedures were completed robotically with no injury to the patient.